Manufacturer narrative:
(B)(4). Batch # n57486. Additional information received: stapler applied to the stomach. Engage firing mechanism. Staple not firing. The analysis found that one ple60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure that the device was removed from the operative field utilizing the manual override ratchet, another like device was sourced with a different lot number to complete the case. Procedure completed with no further issues. All packages retained. There were no adverse consequences for the patient.